Event description:
It was reported that the brakes are hard to engage when using the side control pedal. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.